Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that user experienced difficulty loading multiple cartridges onto the pump. Reportedly, an o-ring from multiple cartridges were left on the pneumatic tap. After the o-ring was removed from the pneumatic tap, the user installed a cartridge successfully. The customer's blood glucose level was 153 mg/dl.